Event description:
It was reported to baxter (B)(4) a half day infusor device was leaking before use. The device had been filled with desferrioxamine. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause was determined to be a loose blue winged luer cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.